Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
11-aug-2023 information received that lead was capped on 31-jul-2023 due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received inappropriate shocks for rv lead noise. Rv pacing impedance >3000 ohms, loss of rv capture. Were also reported. Lead currently remains implanted. Should additional information be received, this file will be updated.